Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic valve was successfully implanted valve-in-valve. 11 days later, the patient's family decided to withdraw life support, and the patient subsequently died.

Event description:
Additional information was received that per the physician, the patient's renal failure was a contributing factor to the death; however, the medtronic device could not be excluded.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of end-stage renal disease experienced severe aortic insufficiency and cardiogenic shock, leading to hospitalization. The patient was placed on extra corporeal membrane oxygenation support, and an echocardiogram identified a possible leaflet tear in the medtronic valve. The patient also experienced hemodynamic instability, congestive heart and failure. The valve performance issue was identified as a torn leaflet, which was attributed to the patient's end-stage renal disease. A transcatheter valve-in-valve replacement of the medtronic valve has been planned. Per the physician, the event was life-threatening due to the patient's condition.